Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 03/15/2018. Electrode belt: 10/19/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 4:00am. It was reported that the patient passed away while at home. The patient was in bed and unconscious at the time of the events. It was reported that the device was alarming.   Review of the download data indicates that the patient's rhythm was sinus rhythm at 90 bpm degrading to vt at 180 bpm with CPR/motion artifact at 03:53:03. CPR/motion artifact prevented the lifevest from treating the patient from 03:53:03 to 04:02:08. The patient entered vf with motion artifact at 04:02:26 on (B)(6) 2020. The lifevest delivered one treatment shock at 04:03:01 while the patient was in vf with motion artifact. The post-shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received a second treatment at 04:03:33 when the patient's rhythm was asystole with motion artifact and amplitude oversensing and the post shock rhythm was asystole with motion artifact amplitude oversensing and ECG interference/disconnection. The patient was in asystole at the time of the device shutdown at 04:03:51. The patient passed away on (B)(6) 2020 at approximately 4:00am.